Event description:
The pt's mother reports hospitalization due to low blood glucose and a seizure. Pt's mother also reports the pt accidently bolused 16.65 units.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump, and it was operating within required specifications at the time of release. The pt accidently bolused an excess amount of insulin. The pt has continued to use the pump with no reported subsequent events. If the device is returned, an evaluation shall be completed, and a supplemental report will be filed. No conclusions can be made at this time.